Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-07171. The patient underwent a system explant due to high impedances.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-07171. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on the patient¿s s1 vertebral level lead, and reprogramming attempts were unsuccessful. The physician has decided repositioning the lead at l5 vertebral level may help provide more effective coverage for the patient¿s target area. As a result, the patient may be awaiting surgical intervention.